Manufacturer narrative:
The insulin pump had motor error alarmed due to corroded on motor home switch. No moisture damage found on electronic assembly.

Event description:
The customer's spouse reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that they were unable to rewind the insulin pump. The insulin pump was returned for analysis.